Event description:
The customer reported that while running a hepatitis core assay, sample handler did not pipette the correct amount of reagent into well position a12 and no error message was generated. A field service engineer was dispatched and was able to reproduce the event. Fse replaced tip clamp and cleaned tip clamp sleeve in position # 12. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics, inc complaint number 00321866.